Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance measurements after the lead was implanted. Both sensing and threshold values were normal. Subsequently, the physician explanted this lead two days later and a new lead was successfully placed. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. There was blood and body fluid in the lumen noted. The setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance measurements after it was implanted. Both sensing and threshold values were normal. Subsequently, the physician explanted this lead two days later and a new lead was successfully placed. No additional adverse patient effects were reported.